Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient received a heart transplant due to right heart failure. During the transplant, the outflow graph bend relief was found to be partially separated. It was reported that the hospital's vad staff felt that the right heart failure symptoms were not related to a pump malfunction and/or the outflow graph bend relief separation. The patient was successfully transplanted.

Manufacturer narrative:
The situation of the outflow graft bend relief being disconnected from the outflow graft is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.